Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a 1 ml bd safetyglide syringe with 27 g x 5/8 in. Needle attached to a slip tip syringe to give a patient an injection, a nurse attempted to activate the safety mechanism on the device. While doing so the needle began to rotate and slip off of the syringe. The nurse attempted to secure the needle with both hands and the safety mechanism was engaged. Once the safety mechanism was engaged it caused the needle to bend leaving the needle tip exposed and the nurse obtained a contaminated needle stick injury. Both the patient and nurse received routine post exposure lab work and counseling. The source patient tested negative for any communicable diseases and the clinician did not receive any prophylactic treatment or any other medical interventions. The clinician will have post exposure lab work repeated at 2, 4, and 6 month intervals.